Manufacturer narrative:
One complaint sample was returned for evaluation. A review of the related device history records indicated that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was visually inspected and deemed nonconforming. The cutter was stuck in the port. An actuation test was performed and deemed nonconforming. No actuation was observed. An aspiration test was performed and deemed nonconforming. No aspiration was observed. A cut test was performed and deemed nonconforming. No cut was observed. The probe was disassembled and the components inspected. There was approximately 0-5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. The inner cutter was able to be pulled out of the coupling. The root cause is attributed to the separation of components within the probe. It appears that after approximately 5 minutes of use, the adhesive bond failed causing the inner cutter to detach from the coupling. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A customer reported that the vitrectomy probe did not cut and the aspiration function was not known during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no harm to the patient reported.